Manufacturer narrative:
Three devices from the same lot were pulled from inventory and evaluated by intera engineering. In summary, the engineer pressurized the connection between the needle and tubing set and exerted maximum manual force. No signs of leakage were observed. This was repeated for a total of 3 times on 3 different kits from the same lot. The device history record for lot 23j038ct was reviewed. No deviations or nonconformances were noted in the device history record. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. The suspect device was returned to intera oncology and evaluated for both visual appearance and performance during pump empty and fill. Visual apperance was determined to be acceptable, and no leakage was detected during pump empty and fill. The complaint could not be confirmed. If additional information about this complaint is received at a later date, a supplemental report will be filed.

Event description:
Customer reported to intera that an intera refill kit was leaking 'where the tubing meets the needle.' This issue was previously reported on a different lot of kits the lot number of this kit is 23j038ct.